Event description:
Information was received from patient's rep regarding an implantable neurostimulator (ins). The reason for the call was that the caller reported the ins had not been working since it was implanted, and they wanted to know the process for having it removed. Agent reviewed the information and redirected the caller to healthcare provider (hcp) for further assistance. Information was received from a representative of an healthcare provider (hcp) via a patient regarding an implantable neurostimulator. Caller said that the patient had a stimulator placed in (B)(6) 2024 at a different pain clinic and now the patient is reporting that the system is not working and they are wanting to get the system removed. Caller didn't know when the issue started. Caller mentioned that there are office notes from an original pain consultant on (B)(6) 2023 and that patient was getting shocked on the left leg down to her foot and was getting no pain relief. Patient was unable to get a hold of their manufacturer representative (rep) and couldn't sit down. The patient is considering removal of the system and trialing with a different system. The issue was not resolved through troubleshooting. Agent inquired on (B)(6) 2024'/current implant: patient representative (pt rep) provided serial number, noting this implant is still implanted. Could not clarify implant date, but pt rep did note the pt will be having the device removed in the near future. Pt rep noted the pt never got relief and was reprogrammed at least once, but still no relief. Pt rep noted the patient will be having the device replaced with a competitors because the device did not work properly and never provided adequate pain relief. Unable to clarify further on if ever received relief versus inadequate relief. Explant date unknown, pt rep noted they or the doctor could be contacted in the future for what happens with the device after explant. Pt rep did not provide hcp name other than indicating what may be in current registration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.